Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. Lens tore upon insertion into the pt's eye. The lens was removed, the incision was widen, no suture required. Reporter stated there was no product malfunction.

Manufacturer narrative:
(B) (4) -no lens malfunction. (B) (4).